Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer continued to use pump supplies. The customers blood glucose was 351 mg/dl.